Manufacturer narrative:
This report is submitted on october 24, 2017.

Event description:
Per the clinic, the patient developed an infection at the implant site and experienced extrusion of the receiver stimulator, resulting in loss of clinical benefit with device use. Subsequently, the device was explanted on (B)(6) 2017. It is unknown if the patient was reimplanted with a new device as of the date of this report october 24, 2017.